Event description:
Event description guidant received information that this ventricular lead has loss of capture. Sensing is good. The lead impedance is greater than 2500 ohms in bipolar. The doctor has inserted a temporary wire and the patient is on the way to the lab for a procedure.